Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the implant procedure, the patient had av node ablation. During the ablation procedure, the right ventricular lead was dislodged by the ablation catheter. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.